Manufacturer narrative:
Investigation summary: there are no samples and 02 photograph from the customer along with the reported complaint of package seal integrity. Based on the photograph defect is confirmed. The customer complaint is confirmed. After thorough investigation of the complaint, it was found that products 'spilled' from the original packaging during transportation. For further investigation, the complaint box will be needed. Requesting the customer to kindly send the shelf pack and the shipper of this complaint to investigate on the box. The inner content can be used by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd venflon IV catheter experienced leakage. The following information was provided by the initial reporter: products 'spilled' from the original packaging.